Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that a needle from a bd insulin syringe with the bd ultra-fine¿ needle 0.3ml 31gx5/16 broke off in a customers leg, and she went to the doctor. She had an ultra sound done, and is awaiting surgery to have the broken needle removed.

Manufacturer narrative:
Results: a sample was not returned for evaluation. A review of the device history record revealed no irregularities during the manufacture of the reported lot # 6228804. Conclusion: without a sample, an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode. CAPA (B)(4) has been initiated by the manufacturing plant to address hub separates and their root cause(s). Lot# 6228804 was produced prior to CAPA initiation.